Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b3 - event date. E1 - reporter name and address. E2 - health professional. E3 - occupation. G2 - report source.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was lost due to a cut on the bending section rubber, watertightness was lost due to a cut on the connecting tube, watertightness was lost due to deformation of the electrical connector, the light guide lens was dirty, the distal end was shaved, the adhesive on the bending section rubber was detached, the grip was dirty, the suction cylinder was dirty, the control unit was dirty, the universal cord protector was scratched, the universal cord was scratched, bending in the up/down directions did not meet standards, and the connecting tube had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the bronchovideoscope had a leak at the bending tube. The issue was found during reprocessing. Inspection and testing of the returned device found the coating on the connecting tube was peeling and several parts of the scope were dirty. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: a) physical stress. B) chemical stress. C) bad storage environment (in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet-rays, etc.) The instructions for use (IFU) states as follows: ¿operation manual: important information: please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise the insertion tube may be damaged. Operation manual: 4.1 insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Reprocessing manual: 1.4 precautions: failure to properly clean and high-level disinfect or sterilize endoscope equipment after each procedure can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and the equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization, as described in chapter 3, ¿cleaning, disinfection and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels. Reprocessing manual: chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.